Manufacturer narrative:
Concomitant product: product ID 3389s-40, lot # va0le4l, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
It was reported that there were low out of range impedances read. This was the first time that the patient had been seen since implant about one month prior to the date of this report. No impedance issues had been seen at the time of implant. Mapping was being done on the date of this report which was when the impedance issue was noted. Impedance values were c/0-1581, c/1-1581, c/2-1911, c/3-2041 and 0/1-33. The target in the operating room had been contact 2 and it was their intent to use. There had been no falls or bumps. It was noted that there had been no complications during implant or placement. There was no bleeding present and a computerized tomography (CT) scan was done and was ok. No interventions or outcome were provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.